Event description:
Same case as 2134265-2011-03507. It was reported that prior to a percutaneous treatment procedure material was discovered on the device. The physician was performing a percutaneous transhepatic cholangiogram. When nurse opened the packaging she observed that some of the material from the packaging itself had gotten caught on the product. The procedure was completed with another of the same device. The patient status is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-03507. It was reported that prior to a percutaneous treatment procedure material was discovered on the device. The physician was performing a percutaneous transhepatic cholangiogram. When nurse opened the packaging she observed that some of the material from the packaging itself had gotten caught on the product. The procedure was completed with another of the same device. The patient status is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with a white residue on the catheter's pigtail, and the flexible stiffening cannula presents several kinks. From a visual evaluation, it was found that the catheter presented white residue in various parts of the shaft. It was noticed that the white material from the packaging card was adhering to the coated sections of the catheter. The flexible cannula was found to be bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was design. (B)(4).